Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00021 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. B5: description of event or problem: it was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a false negative on a material used was from an animal (dog) . The following information was provided by the initial reporter: the client reports that after the end of the 5-day protocol incubation, when the bottle comes out with a negative result, when performing the gram test, bgn are visualized. The result of the equipment was released negative on the last day of the protocol, but when performing the gram, there was a significant presence of microorganisms bgn (escherichia coli), the same occurred in the plating. The temperatures and stability of the electrical network were stable, remembering that the material used was from an animal (dog) and the collected volume was about 2 to 3ml of the pediatric bottle.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a false negative on a material used was from an animal (dog) . The following information was provided by the initial reporter: the client reports that after the end of the 5-day protocol incubation, when the bottle comes out with a negative result, when performing the gram test, bgn are visualized. The result of the equipment was released negative on the last day of the protocol, but when performing the gram, there was a significant presence of microorganisms bgn (escherichia coli), the same occurred in the plating. The temperatures and stability of the electrical network were stable, remembering that the material used was from an animal (dog) and the collected volume was about 2 to 3ml of the pediatric bottle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a false negative. The following information was provided by the initial reporter: how many wrong results were obtained? Bottle with negative result what confirmatory test was performed to determine the false negative result? Gram have any incorrect results been reported to physicians? At. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative result in positive sample. The client reports that after the end of the 5-day protocol incubation, when the bottle comes out with a negative result, when performing the gram test, bgn are visualized.